Event description:
It was reported that the patient was receiving home chemo through a port-o-cath and being infused by the cadd vip pump. The port needle must have become dislodged and the chemo started infusing into the tissues. The pump did not alarm and the patient had swelling and skin burns from the chemo. The port-o-cath needle and tubing were discarded. All side effects of the infusion in the tissues were dealt with by the hospital as per their procedures.